Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-50 serial/lot: (B)(4) description: linear 3-4 lead 50 cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a revision procedure to reposition migrated leads. The patient experienced a reduction in pain relief due to the migration so the leads were repositioned back to their original position. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-50. Serial/lot: (B)(4). Description: linear 3-4 lead 50 cm.

Event description:
A report was received that the patient underwent a revision procedure to reposition migrated leads. The patient experienced a reduction in pain relief due to the migration so the leads were repositioned back to their original position. The patient was doing well post-operatively.